Event description:
It was reported that the shock lead impedance (sli) measurements of this right ventricular (rv) lead were high out-of-range, up to 159 ohms. Isometrics along with pocket manipulation testing was performed in clinic to confirm that connection with device remained intact. Technical services (ts) provided troubleshooting including reprogramming and consideration of a commanded shock test. It was noted that the clinic will continue to monitor this lead. No adverse patient effects were reported. Currently, this lead remains in service.